Event description:
It was reported that this arctic sun device was exhibiting low flow. Biomed stated that they had adjusted the bypass set screw in an attempt to resolve the issue. They suggested bringing the device back for an assessment to determine root cause of low issues. The low flow occurred, but unclear if this was due to biomed attempting to adjust bypass flow. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device was visually inspected, and no issues were observed. Incoming system hours were 9215 and pump hours were 8939. Root cause was confirmed low flow during decontamination and in patient data. The root cause of the low flow was determined to be a failed circulation pump. The root cause of the observed problem of not cooling during decontamination was determined to be a failed mixing pump. The device would not cool during decontamination. Unit was primed to fill. Installed test circulation pump due to low flow. Installed test mixing pump to cool.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The arctic sun 5000 was evaluated upon receipt. Device was not cooling during decontamination process, test mixing pump was used. Mixing pump was serviced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that this arctic sun device was exhibiting low flow. Biomed stated that they had adjusted the bypass set screw in an attempt to resolve the issue. They suggested bringing the device back for an assessment to determine root cause of low issues. The low flow occurred, but unclear if this was due to biomed attempting to adjust bypass flow. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device was visually inspected, and no issues were observed. Incoming system hours were 9215 and pump hours were 8939. Root cause was confirmed low flow during decontamination and in patient data. The root cause of the low flow was determined to be a failed circulation pump. The root cause of the observed problem of not cooling during decontamination was determined to be a failed mixing pump. The device would not cool during decontamination. Unit was primed to fill. Installed test circulation pump due to low flow. Installed test mixing pump to cool.